Event description:
It has been reported during a cardiac ablation procedure to treat rapid wolf parkinson white syndrome, the system lost connection with the host computer. The customer tried to shut down the system via the system power off button. This did not work and therefore the emergency power off button in technical room was pressed which shut down the allura system. The system was restarted, which took approximately 30 minutes. Hemodynamic monitoring was still available during the restart. The customer alleged that the patient was hemodynamically unstable due to the delay. After the restart, the system was functional and the procedure was completed successfully. Philips has initiated an investigation for this complaint.

Manufacturer narrative:
Addtl narrative: the following additional clinical information was provided by the physician. A hemodynamically unstable patient with history of wolf parkinson white (wpw) syndrome, incessant tachycardia (heart rate of 200) and shock required an urgent cardiac ablation procedure. The patient was treated and stabilized with 2000 ml of fluid during the procedure. Upon successful completion of the ablation procedure, the patient¿s heart rate was 70 beats and the patient¿s condition noted as stable. Per logfile analysis performed by a philips engineer, it was confirmed that the host pc connection was intermittently and ultimately lost. By design, after the user presses the power off button, the system starts the normal shutdown process. If a shutdown cannot be processed correctly, the system by design will perform a total system power down within 7 minutes after initiation of the shutdown. In this case the user pressed the cath lab¿s emergency power off switch to interrupt the mains power supply to the allura system and shutdown the system. It required approximately 30 minutes to restore power to the allura system. A philips field service engineer inspected the system onsite and could not reproduce the reported problem with the host pc. The host pc was proactively replaced, and the system was returned to use. The replaced host pc was analyzed, and no failure has been found. Corrected data: codes were updated as per the investigation outcome. Changed "adverse event" to "both"